Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the foot plate did not fully close. After device manipulation, the foot plate slightly closed and was able to be removed from the anatomy. No tissue damage was caused by removing the foot while slightly open. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the foot was not confirmed during functional testing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely tissue, or suture was caught in the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.